Manufacturer narrative:
(B)(4). Date of initial report: 11/13/2016. Date of follow-up report: 11/18/2016. One used lf1537 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found the body weld had split on the device, allowing the activation button to disengage. The knife also had signs of damage on the tip. Because of the broken weld, the handle could not be retracted or released to operate the jaws and the knife could be advanced while the jaws were still open. A review of the device history records for this lot found no potentially contributing factors. The investigation found the accumulation of this damage to be due to misuse by the customer. There seems to have been a possible obstruction of the knife track by a staple or other metal device, causing damage to the knife. If excessive force was exerted on the obstructed knife, it would push the knife upward and hit the seal plate, as well as cause the body weld and latch mechanism to break. The instructions for use included with the product states: do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device broke during initial use. Examination of the received device on october 27, 2016 found the device was broken in a way that the knife could be extended with the jaws open.